Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician attempted to treat a 90% stenosed lesion located in the calcified, mildly tortuous rca (right coronary artery) with a 8x2.25mm quantum maverick balloon. The balloon ruptured on the first inflation at 14 atms. The balloon was removed intact. There were no kinks noticed on the device prior to use. The procedure was completed with a different device. There were no reported pt complications. The pt status is listed as "good".

Manufacturer narrative:
(B)(6). The complainant indicated that the device will not be returned for eval. A review of the manufacturing records related to the batch that produced the complaint device was not possible because the batch number is unk. A review of all info available for consideration at the time of this investigation was insufficient to confirm the reported event and determine the exact cause. Because there is no evidence of specification non-conformances related to the complaint device. The most probable root cause is considered operational context. (B)(4).